Manufacturer narrative:
(B)(4), (clip detached from tissue with open prongs). (B)(4) relates to (B)(4) for the reported event of clip fell into patient with open prongs. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of four complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2011-01502, 3005099803-2011-01503 and 3005099803-2011-01505. It was reported to boston scientific corporation that four resolution hemostasis clipping devices were used to clip facial esophageal tissue during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2011. During the procedure, four resolution clips were successfully placed on the tissue; however, it was reported that all four clips reopened and fell off the tissue into the patient. The physician retrieved the clips using biopsy forceps. The procedure was aborted and will be completed at another time. There were no patient complications as a result of this event. The patient was reported to be fine post procedure.